Event description:
Three pumps failed to deliver programmed doses after midnight on 02/29/2000. The pumps were in the intermittent delivery mode/kvo. Pts notified and staff intervened to address pt care issues. Physicians reported no harm to pts at time of incident. Staff notified MFR.